Manufacturer narrative:
The device has not been received by the manufacturer. A quality investigation is anticipated, and a follow-up report will be filed when it has been completed.

Event description:
It was reported that the handpiece heated up during a procedure. No injuries or adverse consequences were reported.